Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was noted and no treatment was prescribed. After spending twenty-four hours in the intensive care unit, the patient was transferred to the floor to be monitored by telemetry. It was reported that during the night, the telemetry lead became detached and the patient was unmonitored for approximately one hour. During that time, the patient went into complete heart block (chb) and expired. It is unknown whether an autopsy was performed. The physician stated that the death was not related to the valve function.